Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain and fever. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with fortum (1gm for 3days), vancomycin (unknown dose for 1day). Four days after the event onset, the patient was treated with cefepime 1gm, ongoing) for unknown indication. At the time of this report, the patient remains hospitalized and was recovering from peritonitis event. Pd therapy was resumed. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.